Manufacturer narrative:
The one (1) device for this reported event was returned to cook endoscopy for evaluation. Our laboratory evaluation of the returned device said to be involved confirmed that the pre-loaded wire guide had coating damage at the distal tip of the device. Approximately 2 cm of core wire is exposed on the distal end of the wire guide. The coating has peeled back. The peeled coating remains attached to the wire guide, and no material appears to be missing from the damaged area. A discrepancy or anomaly that could have contributed to the reported event was not observed during our laboratory analysis. The device history record for the lot number said to be involved was reviewed. A discrepancy or anomaly was not observed with the product that was released for distribution. A definitive cause for the reported observation could not be determined because the condition of the product said to be involved prohibited a complete evaluation. A discrepancy or anomaly that could have contributed to the reported observation was not observed during our laboratory analysis of the returned product. The instructions for use advise the user that "for best results, wire guide should be kept wet". The instructions for use describe the appropriate flushing techniques for use of this coated wire guide. These techniques described include, flushing the endoscope accessory channel and/or lumen of accessory device with sterile water before wire guide insertion. If these flushing techniques are not followed or inadequate flushing occurs, this can contribute to wire guide coating damage. Prior to distribution, all fusion omni-tome pre-loaded sphincterotomes are subjected to a visual inspection. A review of the device history record confirmed that the lot said to be involved met all manufacturing requirements prior to shipment. Corrective action is not warranted at this time based on the quality engineering risk assessment. Quality assurance will continue to monitor for complaint trends and reassess the risk assessment results as post market feedback continues to become available.

Event description:
This report summarizes one (1) malfunction event. A review of the event indicated that an during endoscopic retrograde cholangiopancreatography (ercp) procedure, the physician used a cook fusion omni-tome pre-loaded sphincterotome. During the procedure, the user experienced damage to the coating of the pre-loaded wire guide. This report was determined (B)(6) 2016, when the coating damage was found during cook endoscopy's evaluation. This event involved one (1) patient with no patient consequences.